Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a blank display and alarmed off no power. The customer stated she was woken up with an off no power alarm and after changing the battery twice she had a blank display. The customer's blood glucose was 170mg/dl. The customer was advised to monitor pump and call back if she has anymore off no power alarms without a low battery.